Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, specifications, quality control, visual inspection and functional testing of the returned device was conducted during the investigation. The functional inspection of the returned device confirmed that the balloon had a pinhole leak at the distal marker band. The device is also provided with instructions for use which states as a warning, "do not exceed rated burst pressure. 1 rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures." Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer's instructions and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded the cause of this event cannot be traced to the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant products = joker pv 0.014¿ / (B)(6) lifeline, parent 6fr 98cm / medikit, coyote 2-22- / boston scientific. PMA/510(k) number = k170193. This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, a (B)(6) female was undergoing an endovascular therapy procedure in which a advance 14 lp low profile balloon catheter ruptured upon the second inflation at sixteen atmospheres (atm). Approach was gained from the left brachial artery to treat the calcified occlusion in the right superficial femoral artery. Tortuosity of the patient's anatomy is unknown. After passing through the lesion with a wire guide, the complaint balloon was advanced over the wire guide and the physician started inflating the balloon. However the balloon ruptured when the inflation pressure reached sixteen atm. It is not known if the balloon ruptured circumferentially or longitudinally. It is also not known if there was blood noticed in the inflation device. Type of contrast is unknown. The balloon was removed from the patient's anatomy without the sheath and another manufacturer's balloon was used to successfully completed the procedure. The patient did not experience any adverse effect as a result of this event.